Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 324 mg/dl while using the ilet, and an alert for consecutive stalled motor was noted; the caregiver disconnected the pump, administered a manual subcutaneous insulin injection, waited two hours, reconnected the device, performed a dry run without further alerts, and completed a full supply change with successful resumption of insulin delivery. Symptoms included no clinical signs or conditions reported beyond elevated glucose. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided through troubleshooting steps. Investigation of this case revealed a mechanical problem associated with a stalled motor alert, and a mechanical problem was identified; supplies were replaced as a precaution. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.